Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an MRI scan, the device was found in backup mode. The device firmware was re-downloaded to resolve the event. There were no adverse consequences and the patient was stable.